Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is wear and tear damage sustained over time due to repeated use and reprocessing.

Event description:
On 09/05/2025, a facility representative reported via (B)(4) that an ar-4092hr-20 20mm reamer was dull during a case, and no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.